Event description:
(B)(4). Initial report: this case was reported by a physician and involves a female. In (B)(6) 2007 she had been treated with poly-l-lactic acid (sculptra). In (B)(6) 2008 non-visible but tactile nodules and hardening mainly at area of cheek / preauricular were detected. Corrective treatment included cortisone (orally, low dose) and antibiotics. Outcome: ongoing. Nodules were partly reactive. Medical history includes treatment with hyaluronic acid (restylane) more than two years ago and acute disc prolapse (treated with local cortisone and pain killer injections). Additional info received on (B)(6) 2008. Assessment after ptc investigation: batch record review without hint to root cause; no faults, damages, defects detectable; conclusion: no faults detectable.